Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient underwent removal and replacement with catalog number mentor memorygel breast implants 350cc, 3503501bc, serial number (B)(6), (l) and serial number (B)(6), (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 17, it was noticed the previous report erroneously omitted the following information: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and experienced ptosis on the left side and capsular contracture baker grade IV on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
On jul 6 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).